Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 565 mg/dl at the time of incident and the current blood glucose of the patient was 570 mg/dl. Customer stated the other blood glucose level was 504 mg/dl, 534 mg/dl. Customer treated with insulin pump. Customer did not alleges pump was under delivering. Customer was not using the auto mode feature at the time of the incident. Customer stated the insulin pump had hardware low level failure alarm. Customer reported they were able to clear the alarm. Customer was performed self test and it was passed. Customer had not using insulin pump system within 48 hours of reported high blood glucose event and they were using the insulin pump from four hours ago. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 565 mg/dl at the time of incident and the current blood glucose of the patient was 570 mg/dl. Customer stated the other blood glucose level was 504 mg/dl, 534 mg/dl. Customer treated with insulin pump. Customer did not alleges pump was under delivering. Customer was using auto mode. Customer stated the insulin pump had hardware low level failure alarm. Customer reported they were able to clear the alarm. Customer was performed self test and it was passed. Customer had not using insulin pump system within 48 hours of reported high blood glucose event and they were using the insulin pump from four hours ago. Troubleshooting was performed. The insulin pump will not be returned for analysis.